Manufacturer narrative:
H2: device evaluation: h3,h6. Analysis results became available for the batteries that were returned to medtronic. The reported issue was unable to be confirmed. The batteries passed the bench test. All batteries measured between 12.9 to 13.1 vdc which is within specs. There was no problem found with the batteries. FDA evaluation codes 10, 213, and 67 apply to the analysis completed on the batteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
FDA device code updated to proper value. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to service and repair the system. The reported event was confirmed during the visit. The charger had a current of only about 0.06a, and anomaly of battery tray 7 and 8 was judged. Battery trays 1-8 were replaced. The repair was completed successfully. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during preparation for the case, the remaining capacity of the image acquisition system (ias) battery indicator decreased and became ¿low battery.¿ after that, the system was shut down once and then charged for a while, but the ¿low battery¿ status remained even after restarting. The imaging system was used as it was, and the procedure was completed with the continuous use of the imaging system. There was no delay due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
The charger enclosure was also replaced during the repair of the system. Device evaluation: the charger enclosure was returned to medtronic for further evaluation. Through visual/physical examination and functional testing, the reported issue was confirmed. The charger enclosure was installed into a test system. System initialization failed. The generator did not ready with a continuous beep sound. An error code was registered in the system; the dc bus voltage did not reach the right value during start up. It was noted that motion and communication was ready. Additionally, visual inspection confirmed a dented housing. Analysis determined there was an electrical failure with the charger enclosure. Device evaluation: the batteries were returned to medtronic but were under analysis at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.